Manufacturer narrative:
The user facility reported that smoke and a burning smell were emitting from the surgical table. A steris service technician inspected the surgical table and found evidence of fluid intrusion. The technician replaced the power supply and battery fuse and sealed the table properly by using rtv silicone sealant. The table was tested, confirmed to be operating to specifications and returned to service. No additional issues have been reported. The surgical table is serviced and maintained by the user facility. The (B)(4) operator manual states (pp. 5-10), "whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements seal the covers as follows: remove all old sealant and clean all mating parts before reapplying the silicone sealant. Use (B)(4) black silicone sealant." The steris service technician advised user facility personnel on the importance of properly maintaining the surgical table.

Event description:
No procedural delays or cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their 4085 surgical table was not operating properly. No report of injury.